Event description:
It was reported that pericardial effusion (pe) and cardiac tamponade occurred. A left atrial appendage closure procedure was performed, and a 24 mm watchman flx pro closure device was implanted. Approximately 6 weeks post-implant procedure the patient presented at the emergency room after passing out during a pickle ball game. The patient was found to have sludge and hematoma in pericardium and was transferred to surgery. Per the physician the patient had pericardial effusion and cardiac tamponade. The outcome of surgery was resolution of the pe, and the patient has been discharged six days post-admission on eliquis 5 mg twice daily.